Manufacturer narrative:
This lightsheer device was evaluated by lumenis service. On initial inspection, diagnostic readings met manufacturing specifications. Service depot checked energy meter glass and it was clean. Service depot checked the sapphire tip and it was clean. The fan was noisy and was replaced, but the fan problem does not relate to the reported safety incident. Service depot performed energy meter calibration. As the customer did not provide the requested details including treatment parameters, it is not possible to determine whether pt or treatment factors are connected with the root cause. No root cause for the incident could be determined. In the original analysis, this complaint was considered not to be MDR reportable. An MDR is now being filed as a result of the FDA letter dated 7/25/2006.

Event description:
Several (4) pts returned with hyperfolliculation, swelling and burns (first degree) starting with treatments in 2006. These pt's were all treated on return visits at the usual settings. Pt's denied sun exposure and photosensitizing agents. All 4 pt's were skin type ii-iii. Medical intervention was reported for all 4 pt's. All 4 pt's were prescribed kenalog cream, and one pt was prescribed oral antibiotic (erythromycin).